Event description:
Product used during surgical procedure (knee arthroplasty), skin tear near the site of the incision noted. This appears to be from the ioban that was on this area during surgery and then is peeled away to close the incision. Physician assistant indicated that this has occurred 3 times prior.